Manufacturer narrative:
Correct sn is (B)(4). Method: lens work order search/device history report review. Results: a lens work order search was performed and no similar complaints were found within the work order. Device history report review: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.00/+1.50/x069. Device evaluated by manufacturer: device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -13.00/+1.5/x069 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. The iens was explanted on (B)(6) 2015 due to loss of best-corrected visual acuity. The lens was not exchanged for another lens. There were deposits on the crystalline lens.

Manufacturer narrative:
The customer has reported since using the new surgical protocol (using bss and ocucoat only) no new complaint cases of loss of bcva, with precipitate on the crystalline lens, have been received since the beginning of 2016. (B)(4).